Manufacturer narrative:
The device was evaluated by olympus. During the evaluation, an e315 error occurred due to an electrical continuity error, attributable to water invasion in the scope connector. Additional evaluation findings are as follows: 1.) Objective lens defect; 2.) Distal end defects; 3.) Air/water flow issues; 4.) Defects of adhesive; 5.) Suction cylinder defects; 6.) Air/water leakages or fluid invasion; 7.) Switch issue; 8.) Bending problematic; 9.) Angulation malfunction; 10.) Labeling detached. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cf-hq290l, evis lucera elite colonovideoscope to olympus for repair due to a report of an "e216" error. The problem, as reported to olympus, was identified during reprocessing. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, an "e315" error occurred. This report is submitted due to the e315 error, identified during in-house service of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error e315 code was due to water invasion to the electrical parts. Additionally, it¿s likely the water invasion / leakage occurred because of physical stress. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image¿. The event can be prevented by following the instructions for use which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.